Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused during heparin treatment in the patient room. It was noticed that "the anti-xa results on patient resulted less than 0.10 consecutively, despite increasing dose on heparin drip." The bag appeared full despite infusing for over twelve (12) hours. The pump was exchanged to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.